Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned with the device for analysis. A visual examination of the stent found the stent dislodged from the balloon and damaged across its length with struts distorted and stretched. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon cones & main body were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the entire length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was still mounted on the delivery system upon removal of the device from the patient's body and the facility had opted to dispose the stent.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and severely calcified mid circumflex artery. After pre-dilation, a 32 x 2.75 promus premier¿ drug eluting stent was advanced however significant resistance was encountered. The device was removed and the stent struts were noted to be deformed. The procedure was completed using with a different device. No patient complications were reported and the patient's status was stable.